Event description:
It was reported that the insulin gauge was inaccurate and static. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to customer¿s blood glucose level. It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was xx mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.